Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were hospitalized on an unknown date for diabetic ketoacidosis with high blood glucose. Customer was treating with insulin pump and syringes, but blood glucose did not come down. Customer stated he was profusely throwing up and his meter read high. No further hospitalized details are given. The insulin pump will not be returned for analysis.